Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018--01525. It was reported during a previous explant procedure(ref. Mr. Report#3006705815-2017-07387) the physician attempted to replace the original leads with a paddle lead; however, neither of the two paddle leads attempted would advance into the epidural space. As a result, the case was abandoned.